Event description:
An (B)(6), male, pt, underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for endovascular repair and the procedure was performed as prescribed. Final confirmatory angiography revealed a distal type I endoleak from right side. Ballooning was performed and the endoleak was reduced. The physician decided to take f/u observation since it slightly remained. No adverse effect to the pt was observed.

Manufacturer narrative:
Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meets the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode for occurring or lessen the associated effects: anatomical criteria; anatomical conditions; proper ballooning sites; f/u guidelines. By report, calcification at the sealing site resulted in a type 1b endoleak that was reduced after ballooning. The physician decided to take a wait-and-see approach. The IFU states that irregular calcification may compromise the fixation and sealing of the implantation sites. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.